Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 189mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder signal being out of phase. An alarm noted due to corrupted history file. All operating currents are within specification.